Event description:
Consumer stated, she tried to remove a tampon and the tampon came apart and she was required to remove the remaining tampon pieces herself. Consumer stated this event occurred on more than one occasion.

Manufacturer narrative:
Device history record could not be reviewed because consumer did not provide lot number. Consumer did not return product samples for evaluation.